Manufacturer narrative:
This report is submitted june 1, 2017, (B)(4).

Event description:
Per the clinic, the patient developed swelling and infection at the implant site. Subsequently, the patient was treated with oral antibiotics and an ointment (date not reported). It was reported that the symptoms have since resolved.